Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer received multiple no delivery alarm from insulin pump. Customer was reporting a past event. Customer reported that alarm did not occur during manual prime and event was resolved by changing complete set. The customer changed site and tried to bolus 3 times through the insulin pump and eventually blood glucose came down to 177 mg/dl. The insulin pump will not be returned for analysis.